Manufacturer narrative:
The suspect device is a cooling catheter system (ccs). It is a device that is used with the laser diffusing fiber (ldf). Both these devices are sold as a system known as visualase cooling laser applicator system (vclas). The ccs is used to provide infusion of sterile saline around the ldf while simultaneously removing that from tissue adjacent to its outer wall. The saline that leaked from the ccs into the patient is a sterile solution used routinely for infusion and irrigation during surgery. The suspect device was returned. It has been determined that during manufacturing of the suspect ccs, the device was not assembled correctly which caused the interior lumen to be 3mm short. Prior to placement of the device, a stiffening stylet (an accessory that stiffens the tube for insertion into the body) was inserted into the ccs and pushed through the tip of the ccs. The tip of the ccs would have broken off prior to ccs placement in the body. Without the tip being present the saline leaked from the ccs. (B)(4). No other complaints of tips breaking have been reported. Post procedure, the doctor reported to the distributor that the patient was "doing fine" and seizure free.

Event description:
Distributor reported that upon turning on the saline pump at the beginning of the ablation, an artifact was seen in the scan. The pump was turned off and the artifact was determined to be the saline. The procedure was extended approximately 2 hours while the cooling catheter system (ccs) was removed and a new ccs and laser diffusing fiber (ldf) were used to complete the procedure.